Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 23-sep-2019 from a healthcare professional (hcp) who reported that the pump had not been interrogated. The patient was a no show for his pump refill appointment. Several attempts were made to contact the patient, but he refused to come in for a pump refill. The patient was then discharged for non-compliance. Per the hcp, the current status of the patient¿s pump was unknown as the patient had refused all attempts to have it analyzed. The patient¿s weight was approximately 255 pounds. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 the patient reported they missed their refill and their pump went empty around christmas time last year. Per the patient at that time the physician decreased his pump dose from ¿20 to 6¿. The patient¿s pump was alarming a two-tone beeping every 10 minutes which was driving him insane. The beeping tone changed over time and at first the patient thought that he was hearing the alarm letting them know the pump was low. The patient missed a refill after their wife passed away and went through withdrawal and got so sick which he is mostly recovered from but he still had some fatigue from the withdrawal and was also sneezing which the patient didn't know if the sneezing was related. The patient¿s managing physician told the patient that they would no longer be willing to treat the patient after they had missed their refill as it was the second time. The patient further stated that he no longer needs the pump to manage his pain because he used to have so much pain he couldn't walk and his legs were killing him from blowing 4 discs and fusions. After his last back surgery the pain subsided. No further complications were reported or anticipated.